Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - the patient was hospitalized due to inappropriate shocks. The crt-d was set to ddd, 50ppm/130ppm, avd 350ms. Many oversensed events were observed and pacing was sometimes not successful on the ECG. Before opening the pocket, oversensing with pocket manipulation was checked, but no oversensing was confirmed. Before removing the lead from the crt-d the connection was checked for proper connected (i.e loose pin, connector tip position etc) and there was no problem found. The physician checked the lead's oversensing by shaking the tip of the pin through a sleeve, but no oversensing was found. Although the lead failure could not be confirmed, the lead was explanted. A new crt-d and ICD lead were implanted. There were no reported adverse patient effects.